Event description:
During a procedure the physician struggled to get the stent deployed. Ended up bending the stabilizer and the guidewire broke off inside the microdelivery stent system. The pt suffered no clinical sequelae as a result of this event.